Manufacturer narrative:
The affected product will not be returned for evaluation. Internal investigation in progress but not yet complete. (B)(4): device not returned.

Event description:
Implant surgeon of the hospital reported to our sales rep that she took some x-rays and observed that the plate has been bent. It shall not have come to a fall.

Manufacturer narrative:
The product was not returned for investigation but according to the x-rays, it was possible to confirm the reported failure. The x-rays and the case details were forwarded to and evaluated by a health care professional. The clinical assessment showed that the bending of the plate was caused by an overload. Based on statistical evaluation, no indications were found for any systematic, design, material or manufacturing related issue. (B)(4): device not returned.

Event description:
Implant surgeon of the hospital reported to our sales rep that she took some x-rays and observed that the plate has been bent. It shall not have come to a fall.